Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to place the leadless implantable pulse generator (ipg) multiple times with no success due to high and unstable thresholds. The implant attempt was abandoned and the following day the physician planted a traditional ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.